Event description:
It is reported the pt became infected following a revision surgery. The pt underwent irrigation and debridement then placement on IV antibiotics.

Manufacturer narrative:
Review of the pt medical records indicate that pt was debrided and put on IV antibiotics and additional medication after being isolated of staphylococcus. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to pt infection; however, cause cannot be definitely determined. No devices or photos were received as these remained implanted; therefore, the condition of the component is unk. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 00801803201, femoral head, lot # 61275858; item # 00771101500, femoral stem, lot # 61170469; item # 00620205422, cup, lot # 611257414.

Event description:
It was reported that a patient underwent a revision surgery and I&d procedure due to infection approximately 1.5 years post previous revision surgery. Patient remained in hospital for an additional 4 days for IV antibiotic therapy. Patient was then transferred to a rehabilitation facility to continue IV antibiotic therapy. The patient remained on suppressive antibiotic therapy.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.